Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 20 mg/dl and 30 mg/dl. Reportedly, an emergency medical technician (emt) was called as the customer was unresponsive and incapacitated. The emt treated the customer with a intravenous fluid. The cause of the low bg level was unknown. The customer's bg level at the time of report was 103 mg/dl. Reportedly, without the customer consulting a healthcare provider, the customer changed the basal rate in attempt to control the low bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by cgm on (B)(6) 2017. There were no abnormally large bolus requests made on (B)(6) 2017. Insulin stacking occurred the evening of (B)(6) 2017 which may have led to low bg levels through the early morning hours of (B)(6) 2017. There were also two back to back bolus requests at noon on (B)(6) 2017, that may have led to low bg levels at 4:00pm. There were no erratic basal rate adjustments on (B)(6) 2017. Insulin stacking and making back to back bolus requests could lead to low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.